Manufacturer narrative:
(B)(4). This complaint for a check heater line alarm was not confirmed in the lab. The cause for check heater line alarm due to occluded heater line due to fibrin or piece of frangible or particulate matter blockage, as patient stated that there were little white things floating in the bag and the heater line, this is not confirmed as actual sample was not returned for evaluation. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem .the root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
This report is for customer reporting "little white things floating in the bag and heater line" the customer contacted baxter's technical service center to report a check heater line which occurred on home choice (hc) during use during fill 1 of 8. The baxter technical representative (tsr) had the home patient (hp) rebreak the frangible and as she was, the home patient (hp) stated that there were little white things floating in the bag and the heater line. The tsr advised the hp to end therapy and start over with new supplies. The tsr then walked the hp through ending therapy procedure. The hp ended therapy and will start over with new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.